Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through resetting the pump, and after the reset, the error did not reoccur. The customer was advised to wait 20 minutes before starting a sensor session, which they understood and acknowledged.